Event description:
It was reported that care giver observed a minicap with a dry sponge prior to use. The care giver stated that the sponge was orange/brown but the iodine appeared to be dry. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 47 of 52.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: dec. 03, 2014 - dec. 09, 2014. The device was received and an evaluation was performed to investigate the reported event. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.